Event description:
On (B)(6) 2009, the patient reported that when she woke up this morning the display screen of her insulin infusion device was blank. She stated she last replaced the battery on (B)(6) 2009. She changed to another battery but her device would not turn on. She was then instructed to insert the battery that came with her backup infusion device and her primary device powered on. Her device history was checked and she stated there were no errors listed after (B)(6) 2009. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.